Manufacturer narrative:
Device evaluated by MFR. : synergy ii us mr 2.25 x 28 mm stent delivery system (sds) was returned for analysis. The stent was returned detached from the delivery system. Stent struts were pulled and stretched with minimal damage on the distal and proximal end struts. The manufacturing crimp data for this device was reviewed and the maximum crimped stent profile was found to be within specification. A stent protector was returned for analysis the inner diameter was measured which is within specification. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Crimp markings were evident on the entire length of the balloon wall indicating overall crimp contact between the coated stent and balloon and the presence of highly pronounced crimp pillowing would suggest that the balloon did not receive any significant positive pressure. A visual and tactile examination of the hypotube found multiple kinks. A visual and tactile examination of the inner and outer polymer extrusion found no issues. The tip was visually examined and no issues were found. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent dislodgement occurred. A 2.25 x 28 synergy ii was selected for use to treat the lesion. However, during preparation, the stent came off the balloon upon pulling off the stent protector. The procedure was completed with another with same device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent dislodgement occurred. A 2.25 x 28 synergy ii was selected for use to treat the lesion. However, during preparation, the stent came off the balloon upon pulling off the stent protector. The procedure was completed with another with same device. No patient complications were reported and the patient's status was fine.